Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent an implantable pulse generator (ipg) replacement procedure. Patient was doing well postoperatively. Nothing to be returned per physician preference.

Manufacturer narrative:
Block b3: exact date unknown, event occurred several months prior to the date the manufacturer became aware.